Manufacturer narrative:
On 3/31/2017., the fse replaced the defective b/f 1 z-axis motor cable, removed the b/f turntable and cleaned the b/f heater plate and turntable, and checked the alignment to the wash probes. They had the customer ran quality controls(qc) and all were within range. The customer declined the softward upgrade due to back up of workload. No further action required by field service. The probable cause of the event, was the b/f 1 z axis motor cable was defective. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017 a customer reported that they were getting an error 4441 b/f probe 1 home detect with their a1a2000. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.